Event description:
During the temporary pacemaker implantation procedure, the device was unable to pace. In the catherization laboratory due to sinus bradycardia, it was noted that the surgeon routinely operated the product and was unable to pace the heart rhythm during the procedure. The product was replaced to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation concluded there was an open circuit between the ¿(+)¿ proximal pin and the ring electrode consistent with the reported event. Additional investigation revealed a fractured wire within the bifurcation. The cause of the open circuit is consistent with the wire fracture.

Manufacturer narrative:
One 5f pacel bipolar pacing catheter (flow direct) was received for analysis. Electrical testing revealed an open circuit between the ring electrode and the proximal (+) connector pin, consistent with the reported event. The open circuit was isolated to the bifurcation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the open circuit remains unknown.